Event description:
A complaint was reported by a distributor regarding a pump with a quick bolus/wake button that was difficult to press, often requiring multiple presses to activate the pump screen. The customer declined to provide information on whether there was an impact on blood glucose levels. Technical support instructed the caller on proper button pressing techniques and ultimately decided to replace the pump, which was under warranty. The customer agreed to return the problematic pump using a pre-paid label and return box provided by tandem. The customer declined to share what type of backup therapy would be used to ensure continued insulin delivery during the replacement process.